Event description:
A clinical study patient was explanted in 2000. Pt was originally implanted back in 1999. From pt's recent follow-ups with pt's physician, it was discovered that the patient had developed a persistent endoleak around the implanted area. The pt was converted. Pt is recovering fine.